Event description:
As reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. According to the complainant, after releasing the first two bands, the remaining five bands would not release. The handle was able to be rotated. There were no problems noted, while assembling the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. According to the complainant, after releasing the first two bands, the remaining five bands would not release. The handle was able to be rotated. There were no problems noted, while assembling the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that the trip wire was wound around the handle spool several times. The trip wire was not cinched into the handle slot, but the handle slot was deformed, indicating the wire was cinched during device use. The handle spool rotated freely when turned and the suture was broken. It was also noticed that there were 5 of the 7 bands remained on the ligator, 4 partially deployed and 1 tooth was damaged. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.